Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient had difficulties activating this inflatable penile prosthesis (ipp). Upon performing a CT scan a mechanical issue was observed. A surgery is scheduled on (B)(6) 2022. No further information was reported.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes a device non-conformance was identified as the pump poppet rod was misaligned. It is likely that this occurred due to simultaneous compression of the deflation button and pump bulb. The device operating room manual indicates that simultaneous compression of the deflation button and pump bulb could lead to functional issues with the device. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders and pump were visually and microscopically inspected, and leak tested. The cylinders were also pressure tested. The cylinders passed all testing. Under microscope, it was found hat the pump poppet rod was misaligned. The pump was not functionally tested due to the observed poppet rod misalignment. Labeling review: a review of the device operating room manual (orm) was performed. The orm states: do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the deflation ball or/and poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Based on the statements provided throughout the orm, it can be concluded that a problem does not exist in the orm. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation. B1: adverse event/product problem, b2: outcomes attrib to adv event, d6b: explant date, b3: date of event is an approximate.

Event description:
It was reported that the patient had difficulties activating this inflatable penile prosthesis (ipp). After a CT scan, it was found that the device would not inflate. A surgery was performed and a new reconnected system was implanted.